Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the affiliate that the surgeon was using the 350l trocars during the case. The gaskets tore during the case and the surgeon continued to work while losing gas profusely during the case and had to re-insufflate repeatedly until the case was completed. The case was extended approximately 20 minutes.